Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test or verify unexpected restart error due to motor error alarm. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump was not working. It went through a series of different things, was hard to read, and then said battery was dead when it was not. Then it said reset but it was not reading normal. It said to press the act button to reset it and the battery was fading. Then it started to beep and would not stop. He put battery back in and it gave some symbols at the top and said to press esc and act to reset but it alarmed unexpected restart. The insulin pump alarmed motor error and failed batter test. Customer's blood glucose level was 207 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform the a21 error test, prime/a33 test, excessive no delivery test and occlusion test or verify a21 alarm due to motor error alarm.